Event description:
The pt was being transferred to the chair, assisted by two carers. The carer who was near the pt's head pulled the pt to her by using the sling in order to place the back end a bit further in the chair. The maxi move fell onto the shoulder of the carer. The carer sustained left shoulder and neck pain, and a bruise on shoulder. She was not brought to the emergency room nor hospitalized, and no further info was released regarding the nature of any treatment given.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR bhm medical, inc (registration # 9681684). Add'l info will be provided following the conclusion of the MFR's investigation.